Event description:
The hcp reported that the pump was explanted due to "battery depletion". The pump had been implanted for 65 months. The hcp reported that the pt was experiencing "intermittent therapy; withdrawal symptoms". The hcp reported that the pt has a history of falling. Pt had falled on the side of the pump approximately 4 days prior to explant. When the hcp was removing the pump from the pocket during surgery, the cap housing separated from the pump. It was noted that there was a fracture at the base of the old connector. The pump connector was replaced. The device has been returned to the manufacturer for analysis.